Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet device was dropped onto a cement surface around. Upon retrieval, the touchscreen was visibly cracked and unresponsive, and the user was unable to operate the device. A replacement ilet was arranged. No injuries occurred, and blood glucose levels were unaffected.